Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is user error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a patient with supplemental information by a nurse in (B)(6) of not wearing a mask and peritonitis coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was the patient did not wear a mask. On (B)(6) 2011, the patient was hospitalized. On an unreported date, patient started remedial therapy with vancomycin (500mg/l, ip), amikacin (loading dose, 25mg/l, ip) and amikacin (12mg/l, ip). It was not reported if the peritonitis had resolved. It was not reported if the event of the patient not wearing a mask had resolved. It was unknown if dianeal therapy was ongoing. It was not reported if remedial treatment with vancomycin and amikacin were ongoing. The nurse believed that the peritonitis was related to dianeal therapy. A causality statement for the event of the patient did not wear a mask was not provided.